Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump had scratches on the screen which impedes ability to see. It was reported that the backlight does not always work properly; the act button sticks; and the reservoir felt loose when screwing in a new one. The insulin pump had issues while priming and sometimes the insulin squirted. The device will not be returned for analysis.